Event description:
It was reported that the patient experienced pain at the ipg site. It was also noted that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it disposed by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.